Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation and replacement from textured to smooth due to the patient concern of the implant. Patients also reported swelling, redness, blurred vision, headache, fatigue, memory loss, and bilateral pain. Patient noticed the deflation ¿2 months ago¿, but have experienced issues since the past 5 years. Device remains implanted.